Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for evaluation. There was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of angina is listed in the everolimus eluting coronary stent system xience alpine instructions for use (IFU) as known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: a lexiscan myocardial perfusion scan was performed on (B)(6) 2018 showing a low probability for high grade coronary artery stenosis causing ischemia. There was no reported stent restenosis. The left ventricular perfusion scan was normal.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2018, a 3.0x15mm xience alpine stent was successfully implanted in the ramus coronary artery lesion. Right coronary artery (rca) recanalization was performed on (B)(6) 2018 with excellent results. On (B)(6) 2018, the patient was hospitalized for atypical chest pain. Elevated cardiac enzymes, less than 2 times the normal upper limit, were observed. Medication was provided and the event resolved without sequel the next day. The study physician indicated the event was unlikely related to the xience alpine stent. No additional information was provided regarding this issue.